Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The indeterminate endoleak complaint has been confirmed as a type iiia endoleak of the aortic components, a type iiib endoleak of the proximal extension and a type ii endoleak (non - device related failure) of the lumbar artery. Additional findings of rupture of the aorta was identified. The type ii endoleak from the lumbar artery is most likely anatomy related. Unable to determine causation for the type iiia and iiib endoleaks due to lack of medical imaging or records prior to the reported event. However, the pre computerized tomography report from the index procedure noted a thoracoabdominal aneurysm (cautionary product use condition) as well as a right iliac artery diameter of 31mm (off label condition should be 10-23mm); these may have contributed to this event but unable to confirm due to the lack of lack of medical imaging or records. Also, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be recovering and doing well. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: adverse event or product problem: updated b5: describe event or problem: updated d2: common device name updated d4: model #/lot /expiration date: updated d11: concomitant medical products: updated g1,2: contact office- name has been updated h4: device manufacturer date: updated h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented emergently due to a minor traffic accident and abdominal pain. The CT (computed topography) scan revealed some contrast in the aneurysm sac (indicative of an endoleak at an indeterminate origin) and loss of overlap. The physician elected to treat the patient by implanting a bifurcated afx2 and two (2) infrarenal afx devices on 22 aug 2019. The patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent, an afx limb stent graft, and an afx suprarenal aortic extension. Approximately six (6) years post initial procedure, the patient presented emergently due to a minor traffic accident and had abdominal pain. The CT (computed tomography) scan revealed some contrast in the aneurysm sac (indicative of an endoleak at an indeterminate origin) and loss of overlap. The physician elected to treat the patient by implanting an afx2 bifurcated stent graft and two (2) afx vela infrarenal stents. The patient reportedly tolerated the procedure well. Additionally, clinical assessment determined that there was evidence to reasonably suggest rupture occurred that was not included in the event as reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented emergently due to a minor traffic accident and abdominal pain. The CT (computed topography) scan revealed some contrast in the aneurysm sac (indicative of an endoleak at an indeterminate origin) and loss of overlap. The physician elected to treat the patient by implanting a bifurcated afx2 and two (2) infrarenal afx devices on (B)(6) 2019. The patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported.